Event description:
It was reported the system displayed an intermittent system error and prohibited fluoroscopy x-ray production. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.